Event description:
Elderly woman presenting with symptomatic aortic stenosis, underwent bioprosthetic aortic valve replacement. The postoperative course was uncomplicated, with the exception of small pleural effusions. However, the patient deteriorated significantly postoperatively and developed congestive heart failure. Subsequently, the patient was admitted to the hospital with rapid atrial fibrillation, converted to sinus rhythm in the hospital, and was discharged on sotalol. Unfortunately, the patient continued to have a very difficult postoperative course; was plagued with nausea and shortness of breath on exertion with minimal activities of daily living, and subsequently underwent bilateral thoracenteses. An echocardiogram showed severe perivalvular regurgitation of the prosthetic aortic valve. The patient underwent repeat valve replacement.